Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated that an internal whole blood control was run on the celldyn sapphire analyzer and the results were attached to a patient ID that had been run the day before. The results were released. There was no report of impact to patient management.